Event description:
It was reported that the patient underwent a sling surgery due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.